Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that the pt had a promus stent placed in the posterior descending artery (pda) in 2009. The assumption was that this was successful. Both a 2.5x28 and a 2.75x23 promus failed to cross. Four days later, during the second procedure, it was discovered that the stent implanted four days prior to event, was in the mid rca, where several years ago two stents were implanted (unk type or manufacturer). Fluoro revealed that the stent appeared to have not been inflated. Balloons were used to compress the stent up against the vessel wall. Then, a 2.5x15 vision stent was used to jail the promus stent against the wall and another company's balloon was used to post inflate the vision stent even further, whereupon, the pt experienced a vasospasm, which was treated successfully with 200 mcg tridil. After successfully implanting the vision stent, they then continued with a promus stent, which they placed in the pda successfully with no further issues.